Event description:
A transfer set used at hosp was broken, and a patient developed peritonitis due to this incident. The patient began peritoneal dialysis. Twelve days later, the patient noticed the crack in the transfer set and put a micropore medical tape around the crack to prevent leakage. Two days later, the patient came to the hosp to speak to a doctor. When the tape was removed, the transfer broke into pieces. No further details of the malfunction are available at this time. An exchange was then performed immediately, and the effluent was found to be cloudy. Samples of the effluent were sent for analysis. On an unk date, the cell count was 388, and the culture grew candida. The patient was hospitalized immediately and was given vancomycin and amikacin initially. After the culture report was received, the patient was then given fluconazole and forcan. The dialysate did not clear up, and 8 days later, the patient had their catheter removed, and was placed on hemodialysis. The status of the patient is currently unk.